Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2021-18940. It was reported that the patient's leads had migrated, causing a loss of therapy. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were moved back up. Postoperatively, the patient has effective therapy.